Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had visited their dentist and they have confirmed that their bite has shifted and their top and bottom teeth are touching on the top and bottom of their right side. Dentist has advised that this will need to be fixed through braces or retainers from an orthodontist. The patient did not have this issue before starting byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Patient states the byte aligner has caused bite issues (open bite) and now requires a competitor's product.